Event description:
It was reported that after eating lunch the user ran out of insulin and experienced elevated blood glucose around 240 mg/dl; a system check did not identify insulin leakage, and the user performed a full supply change after which glucose returned to range within about one hour. Symptoms included hyperglycemia. Outcomes included resolution of hyperglycemia following troubleshooting and education, with no alerts or alarms and no medical intervention or hospitalization. Investigation included customer support review and user-directed troubleshooting, including inspection for leaks and a full supply change. Investigation of this case revealed no device alarms and no observed leakage, and the event resolved with standard troubleshooting, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.